Event description:
It was reported that "surgeon connected and stepped on footswitch and tip broke off inside of patients knee" additional information confirmed that the tip was retrieved from the patient. No there were not any adverse consequences nor any medical intervention for the patient.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the distal tip of the inner shaft has broken off, and was received with the complaint. Also, the distal window of the outer shaft has heavy interference. Unable to perform a functional inspection due to the condition of the cutter. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that "surgeon connected and stepped on footswitch and tip broke off inside of patients knee"additional information confirmed that the tip was retrieved from the patient. No there were not any adverse consequences nor any medical intervention for the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.